Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient came in to clinic for a follow up. Device interrogation revealed noise on the right atrial lead. No changes or intervention were reported. There were no patient consequences.